Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and occasionally required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. The customer was advised to ensure the pump was not connected to a power source and to use the tip of their finger to press the center of the button firmly, which led to the button functioning as intended.